Manufacturer narrative:
The hillrom technician found the side rail cable assembly needed to be replaced. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in march 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side rail cable assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed head moving on its own (self run). The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).